Event description:
Pt complained of finger joint pain. During revision surgery, surgeon discovered that the original pip finger joint had broken in the middle and separated into two stem ends, both still in place within the bones.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.